Event description:
The customer reported a button error alarm. The customer was unable to clear the alarm due to a frozen screen. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had an unresponsive button due to a corroded keypad trace. No button error alarms were noted.